Manufacturer narrative:
Device manufacture date provision.

Manufacturer narrative:
The patient sex and age were received. The weight and ID were requested, but not provided.device was originally reported to be an o-arm 1000 imaging system, but it was later determined should have been reported as a stealthstation s7 system.

Manufacturer narrative:
Device manufacture date is unk. Per medtronic rep, tested o-arm multiple times after case and confirmed that it was accurate. Came to conclusion that the frame moved. No impact on pt outcome reported.

Event description:
A medtronic rep reported the surgeon went to put in the first spine screw and noticed inaccuracies with the o-arm imaging system. He discontinued the use of the o-arm and chose to use the c-ram, case proceeded to be successful. No impact on pt outcome reported.